Manufacturer narrative:
The reagent lot number was 84783901 with an expiration date of 30-sep-2026. The field service engineer replaced the reagent and sample probes, decontaminated the reagent probe path, and returned the pump pressure to within the values. He ran precision testing and controls with acceptable results. The investigation could not determine a specific root cause. The issue appeared to be resolved after the service actions.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas 8000 c702 module. Patient 1 initial result was 1.13 mg/dl, and the repeat result was 0.63 mg/dl. On (B)(6) 2025, the repeat results were 0.69 mg/dl and 0.70 mg/dl. Patient 2 initial result was 1.08 mg/dl, and the repeat result was 0.72 mg/dl. Patient 3 initial result was 1.00 mg/dl, and the repeat result was 0.48 mg/dl. Patient 4 initial result was 1.16 mg/dl, and the repeat result was 0.80 mg/dl.